Event description:
Rn attempted to flush water through rectal tube in preparation for medication administration when noticed buldging of the rectal tube in various spots with concern for outpouching of fluid and potential rupture. Rectal tube removed and new rectal tube placed. No known injury at this time.